Event description:
According to the reporter: the needle tip broke while in use. There was some unanticipated tissue damage, but no bleeding. The operating room time was extended about 45 minutes. The broken tip could not be found and the surgeon is unsure if the tip fell into the patient's cavity.

Manufacturer narrative:
(B) (4). (B) (4).